Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided steps for a complete pump reset and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully began their sensor session.